Manufacturer narrative:
The sensor was investigated. Review of in-vivo data through dms shows that ec#30 (led disconnect error) was triggered on 1st october 2021. However, in-vitro qc test did not find any performance issue with the sensor, and sensor manager software measurements of the sensor showed that the led flag for sensor (B)(6) cleared at field current threshold even lower than 412 adc counts. The root cause for the reported in-vivo ec#30 (led disconnect) is therefore unclear. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.